Manufacturer narrative:
Updatd blocks: h3 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the user facility requested that their batteries be replaced. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.